Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy painful period lasting 9-10 days/last year they got event heavier") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("heavy painful period lasting 9-10 days"). On an unknown date, the patient experienced pelvic pain ("feel like I'm in labor with so much of pain"), uterine pain ("pain not only in uterus but the ovaries as well") and adnexa uteri pain ("pain not only in uterus but the ovaries as well"). The patient was treated with surgery (ablation in (B)(6) 2016). Essure treatment was not changed. At the time of the report, the menorrhagia and dysmenorrhoea was resolving and the pelvic pain, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy painful period lasting 9-10 days/last year they got event heavier") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("heavy painful period lasting 9-10 days"). On an unknown date, the patient experienced pelvic pain ("feel like I'm in labor with so much of pain"), uterine pain ("pain not only in uterus but the ovaries as well") and adnexa uteri pain ("pain not only in uterus but the ovaries as well"). The patient was treated with surgery (ablation in (B)(6) 2016). Essure treatment was not changed. At the time of the report, the menorrhagia and dysmenorrhoea was resolving and the pelvic pain, uterine pain and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, dysmenorrhoea, menorrhagia, pelvic pain and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.